Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "IV pump set to infuse antibiotic for patient. Rns verified with each dose that pump was set correctly to infuse; twice, the pump said it was infusing the antibiotic but the antibiotic bag was found to be full- patient missed two doses of antibiotic. Channel and all associated pumps were pulled from service and sent in for a preventive maintenance check, which they failed.pc serial number is (B)(4). Lvp serial number includes: (B)(4)." There was no patient harm. The customer stated this happened on the same pump module on the same day, twice in a row. The second time it occurred was at 1330. The medication involved was ceftazidime (fortaz) in a 50 ml bag which was supposed to infuse at 140 ml/hour, and it was hung as a secondary infusion.

Manufacturer narrative:
The customer¿s report that the secondary would not infuse was not confirmed. Physical inspection of the pump module showed no anomalies. The pcu event log shows that at 6:06 am on (B)(6) 2018 the device received a remote IV request for drugid 2 to infuse as a primary at 20ml/hr with a vtbi of 100ml; the user started the infusion. The drug could not be identified due to being programmed via remote IV request and the dataset not having been provided. At 6:07 am, the device received a remote IV request for a secondary infusion of drugid 162 to infuse at 140ml/hr with a vtbi of 70ml. The user then changed the vtbi of the primary infusion to 10ml and selected no to the secondary override pop-up and started the infusion. At 6:37 am the secondary infusion completed and the device transitioned to the primary infusion running at 20ml/hr. At 6:42 am, the user channeled the device off. At 12:36 pm, the user programmed an infusion of IV fluids (drugid 3) to infuse at 50ml/hr with a vtbi of 50ml and started the infusion. A few seconds later the user paused the infusion and then restarted it at 12:38 pm. At 12:39 pm the device received a remote IV request for a secondary infusion of drugid 162 to infuse at 140ml/hr with a vtbi of 70ml. The user selected no to the secondary override pop-up and started the infusion. At 1:09 pm, the secondary infusion completed and the device transitioned to the primary infusion running at 50ml/hr. At 1:16 pm, the user channeled the device off and the system was shut down and powered off. The volume recorded as being infused during this period was 9.07ml for the primary infusion and 140.041ml for the secondary infusion. Functional testing showed no anomalies. The root cause of the customer¿s report was not identified.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "IV pump set to infuse antibiotic for patient. Rns verified with each dose that pump was set correctly to infuse; twice, the pump said it was infusing the antibiotic but the antibiotic bag was found to be full- patient missed two doses of antibiotic. Channel and all associated pumps were pulled from service and sent in for a preventive maintenance check, which they failed. Pc serial number is (B)(4). Lvp serial number includes: (B)(4)." There was no patient harm. The customer stated this happened on the same pump module on the same day, twice in a row. The second time it occurred was at 1330. The medication involved was ceftazidime (fortaz) in a 50 ml bag which was supposed to infuse at 140 ml/hour, and it was hung as a secondary infusion.

Event description:
Received a copy of the customer's sus voluntary event report from the FDA which states, "IV pump set to infuse antibiotic for patient. Rns verified with each dose that pump was set correctly to infuse; twice, the pump said it was infusing the antibiotic but the antibiotic bag was found to be full- patient missed two doses of antibiotic. Channel and all associated pumps were pulled from service and sent in for a preventive maintenance check, which they failed. Pc serial number is (B)(4). Lvp serial number includes: (B)(4)." There was no patient harm. The customer stated this happened on the same pump module on the same day, twice in a row. The second time it occurred was at 1330. The medication involved was ceftazidime (fortaz) in a 50 ml bag which was supposed to infuse at 140 ml/hour, and it was hung as a secondary infusion.